Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged in the middle of the stent profile with struts distorted and slightly stretched. A kink in the stent was also noted with struts around the area lifted distally from the stent profile. This type of damage most likely occurred during repeated attempts to cross a calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube shaft severely bent and broken in four different locations. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The outer extrusion and inner lumen were kinked in several locations across their length. The overall damage evident was likely caused by excessive tensile force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10may2016. It was reported that crossing difficulties were encountered. &#2061; vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed, a 3.00x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite repetitive attempts were made. The physician did some more dilation to the lesion and used another 3x38mm promus element¿ plus drug-eluting stent. Post dilation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.